Event description:
It was reported that during a da vinci-assisted surgical procedure, the black cable broke in the tenaculum forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient. The customer confirmed that the patient has not returned to the hospital for any post-surgical complications related to retention of foreign material. The customer stated that if a fragment did fall, the surgeon would have tried to retrieve it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported failure. Fa found a broken pitch cable. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the system log showed the tenaculum forceps was last used on (B)(6) 2022 in a myomectomy procedure performed on system sk4341 and no usage was logged on (B)(6) 2022. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.